Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2019. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2015 dräger has issued a safety notice including a supplement to the instructions for use. Both describe measures to prevent this malfunction from occuring during use. According to our records,this particular customer has received these documents.

Event description:
It was reported that the device stopped ventilating, the patient was bagged manually. According to the customer the patient passed away due to surgical complications, it was stated that the ventilator had no impact on the patients condition.